Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles, broken plug strap. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool on anterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge openings on anterior side due to surgical damage.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported bilateral exchange from textured to smooth breast implants due to concerns with the product, and bilateral seromas and nodules. Device remains implanted.